Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) shoulder pack strap was broken. The shoulder pack was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The patient pack (lot # 1428122) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned patient pack revealed a damaged belt strap on the foam in the middle section. This is an additional finding and not related to the reported event. However, visual inspection of the patient pack did not exhibit any signs of damage on shoulder strap. As a result, the reported event cannot be confirmed. The most likely root cause of the damaged belt strap can be attributed to wear and/or to handling of the unit. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.